Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 the patient's receiver had no display screen except for backlight. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and found no observation related to the customers complaint. Receiver's data logs were downloaded and reviewed, finding a screen error alarm on the date of issue, in addition to firmware and hardware errors. Based on the finding of hardware errors this is being reported. The complaint was confirmed. The root cause was determined to be a failed ui-u1 board post investigation.

Manufacturer narrative:
(B)(4).